Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during cholecystectomy the clip did not load into the jaw correctly and also it was unformed. Another device was used to complete the case. There were no adverse consequences to the pt.